Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix fully retracted. The distal conductor is distorted in the connector (overretracted). Blood/tissue were also visible in helix..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a right atrial (ra) lead placement attempt was made during a procedure; however, the lead's helix was stiff and unable to advance or retract smoothly. The lead was not used and it was replaced with a different lead. No patient complications have been reported as a result of this event.